Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, licensing for the automated functionality portion of the q guidance system was not loaded correctly. The customer instead used the non-automated software package available with the q guidance system. While placing a hip pin, movement was shown on the screen without moving the device. Two of the eight screws were shown medial after following the planned projection. Per the customer, it appeared the screws shifted. Per additional clarification, the ortholock pin system was used during the procedure, however; only two of the three screws were used to fixate the ortholock on the patient's anatomy, which can lead to inaccuracy. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, licensing for the automated functionality portion of the q guidance system was not loaded correctly. The customer instead used the non-automated software package available with the q guidance system. While placing a hip pin, movement was shown on the screen without moving the device. Two of the eight screws were shown medial after following the planned projection. Per the customer, it appeared the screws shifted. Per additional clarification, the ortholock pin system was used during the procedure, however; only two of the three screws were used to fixate the ortholock on the patient's anatomy, which can lead to inaccuracy. Additional information has been requested from the user facility.